Event description:
The reporter stated the surgeon used a aq2010v three piece silicone lens. The surgeon loaded the lens. As he was advancing the lens in the injector, he noticed the lens did not look right, the lens had a bad fold. The surgeon decided not to implant the lens. There was no pt contact. The reporter stated they used a competitor's injection system, which has not been approved by the MFR for use with this lens model. The reporter stated they are aware that using this injection system is considered off-label use.

Manufacturer narrative:
(B)(4): a visual inspection of the returned product found the lens inside a non-staar injection system. Method: lens work order. Results: a lens work order search was performed and no similar complaint was found within the same work order. Conclusion: based on the complaint history, work order search and visual inspection of the returned product, the likely root cause of the event has been determined to be due to the off-label use of the injection system with this model lens. (B)(4).